Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the arm. Date of event is an approximation. On 04/05/2025, it was reported that the patient reported having ¿sensor issues¿ which resulted in her going into dka and being hospitalized. No patient symptoms were reported. However, the patient refused to provide dexcom with any further information. There was no documentation of what medication or treatment the patient may have received during her hospitalization. It was also not specified how long the patient was hospitalized prior to discharge. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
D: primary UDI number - additional h2: additional information